Manufacturer narrative:
The customer returned the meter. The test strips were not returned. Retention test strips were measured with the returned meter with liquid qc of a high level. Testing results (qc range = 2.5 - 3.9 inr): qc 1: 2.9 inr, qc 2: 2.9 inr, qc 3: 2.8 inr. The obtained qc values were in the allowed range of the used combination master lot strip lot - qc lot. All measurements were without error messages. Routine retention testing is performed. Retention testing data is reviewed and appropriate actions are taken as needed. Coaguchek uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods. The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter questioned high inr results for multiple patients tested on coaguchek xs meter serial number (B)(4) compared to an unknown laboratory method. The customer was only able to provide discrepant results for 1 patient. The date of event is not known. The customer stated the device has not been used since (B)(6) 2018. The result from the meter was 6.0 inr. The result from the laboratory within 7 hours was 3.8 inr. The customer was unable to provide the patient's therapeutic range. There was no allegation that an adverse event occurred. The patient was in stable condition. The meter and test strips were requested for investigation.